Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010; dtpb2q1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead pacing thresholds increased post-left ventricular assist device (lvad) placement. N on-capture and asystole were subsequently noted. Output to the rv lead was increased and the lead remains in use. Small p-waves were also noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both the rv and ra leads were explanted.